Event description:
It was reported that the patient experienced a severe spasm in her right arm when stimulation was turned on. The patient's physician had her turn off the implantable neurostimulator (ins) until the spasms went away. Additional information was requested but was not available at the time of this report. See also manufacturer's report # 3004209178-2012-04977.

Manufacturer narrative:
Product ID 7482a51 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product type extension product ID 7438 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3387s-40 lot# v791803 serial# implanted: 2011-(B)(6) explanted: product type lead left side concomitant system: product ID 37603 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type implantable neurostimulator product ID 3387s-40 lot# v866904 serial# implanted: 2012-(B)(6) explanted: product type lead product ID 37642 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 37085-60 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type extension. (B)(4).